Event description:
It was reported that during a da vinci-assisted right upper lobectomy procedure, the sureform 45 curved-tip stapler instrument with a green reload produced a tissue pushout event on the ninth fire. The tissue slid out and did not cut through, just missing a vein. There was no harm to the patient. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Sureform 45 stapler instrument logs show the instrument was installed on the system 9 times and fired 7 reloads (1 green, 1 white, 1 gray, 1 white, 3 green, in that order). On install 1, a green reload was installed, however no clamping or firing was attempted. On installs 2-4, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 5, a green reload was installed, however no clamping or firing was attempted. On installs 6-9, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.